Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Additional information obtained from a local field representative indicated that the cause was not determined and commanded shock was not performed. In addition, the patient was scheduled for an office visit with the physician. The system remains in service. No adverse patient effects were reported.